Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary segmentectomy, on lung tissue, when firing the third articulated purple 45 mm reload, the stapler locked and did not fire. Changed the reload with the same type but the same problem happened. Then changed the stapler to solve the problem. There was no patient injury.